Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 16 x 4.00 mm rebel stent was advanced to treat the lesion. However, it was noted that the stent came off from delivery system inside the patient's body. The dislodged stent was then removed using a snaring device. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was fine.